Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini drawer 1.22 (mini single 12 pocket) was used while attempting to remove fentanyl; however, the drawer only opened to the first position and did not open fully as expected. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) checked with customer that they inventoried medication drawer 1.1 and 1.2 and they opened all 12 pockets correctly, fse simulated single dose functionality within hardware test application confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended when the field service engineer investigated the issue.